Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report one of three. Reference reports 3004485144-2016-00273 and 3004485144-2016-00274.

Event description:
It was reported that while installing an 8.5mm x 80mm iliac screw, the tip of three different bone screw drivers broke. All three broken tips were removed from the patient; the patient did not retain a foreign body. The tips were discarded by the scrub tech. There was a delay of five minutes to the procedure, but there was no patient harm reported.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
Additional information: the returned driver was examined. The pentalobe tip was found to have fractured off in a manner consistent with a torsion failure and the alignment block was also found to be fractured off. The cause for the tip fracture is most likely a combination of a positioning error and applied force during the instrument's use in surgical procedure, in which the tip may not have been properly seated in the screw while torquing. The cause of the fractured off alignment block is unknown. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain sufficient instructions regarding proper device usage.